Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to corroded all electronic assy. Analysis was unable to verify the unresponsive button due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and unresponsive keypad. The customer's blood glucose reading was 6.6 mmol/l. The customer stated the insulin pump was submerged in water and now the buttons are unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.